Event description:
It was reported that the patient has high lead impedance. It was reported that the patient is having an increase in seizures and that the patient is no longer coughing with their magnet swipes. Information was received that the patient¿s device was disabled. Parents deny any falls that may have caused impedance. Patient is nonverbal will often press his hands to his chin/neck area and this started 6 months ago. No known surgical intervention has occurred to date. No additional relevant information has been received to date.